Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b5 and g5: PMA/510k #. B5: update "1800mg" to "18000mg". H4: the lot was manufactured from october 22, 2019 - october 23, 2019. The device was received for evaluation. Visual inspection on the sample revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified during sample analysis. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. After the expected therapy time of 23 hours; 50ml remained in the device. The device had been filled with 1800mg of piperacilln/tazobactam diluted in 0.9% sodium chloride for a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.